Event description:
The facility reported an infusion pump with a failure code 810:11. Information was not provided regarding whether or not the failure occurred during an infusion. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 12, 2007. Evaluation summary:evaluation was completed and the condition of failure code 810:11 was not confirmed. The baxter technician tested the device. Service on-site.